Manufacturer narrative:
(B)(4). Other remarks: see MDR# 3010532612-2020-00167 ((B)(4)) as the report is related to the same patient.

Event description:
It was reported the intra-aortic balloon (iab) was inserted into the patient and possible helium loss 2 alarms occurred shortly (minutes) after pumping initiated. The staff swapped out intra-aortic balloon pump (iabp) after confirming that there was no blood in the tubing. The staff was able to move the fos over to the second iabp and calibrate. The alarm did not recur. After, the staff started to received alarms on the second iabp. As a result, the iab was removed and a second iab was inserted at the same insertion site with the original sheath. There was no report of patient complications, serious injury or death.

Event description:
It was reported the intra-aortic balloon (iab) was inserted into the patient and possible helium loss 2 alarms occurred shortly (minutes) after pumping initiated. The staff swapped out intra-aortic balloon pump (iabp) after confirming that there was no blood in the tubing. The staff was able to move the fos over to the second iabp and calibrate. The alarm did not recur. After, the staff started to received alarms on the second iabp. As a result, the iab was removed and a second iab was inserted at the same insertion site with the original sheath. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. During the investigation, a puncture to the bladder, consistent with contact from a sharp object, was found on the bladder membrane which caused the helium loss alarm and could allow blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leak is undetermined, but a potential cause is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Other remarks: see MDR# 3010532612-2020-00167 (B)(4) as the report is related to the same patient.